Manufacturer narrative:
The reported complaints of header anomaly and output sensing noise were not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including lead impedance, crosstalk, and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Longevity assessment found the device was operating at normal voltage range, with appropriate remaining longevity.

Event description:
Additional information received indicated the device was later explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, episodes of noise were observed on the atrial and right ventricular channels. The patient was brought in-clinic where provocative maneuvering was performed, however, the noise was unable to be reproduced in-clinic. A header anomaly was suspected as the cause of the reported noise. Device replacement is being considered, but no intervention was performed at this time. The patient was stable and will continue to be monitored.